Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. Her blood glucose levels were between 200 mg/dl and 500 mg/dl. The customer also had symptoms of a high blood glucose level. The product was not returned. Nothing further to report.

Manufacturer narrative:
Initial manufacture report has been created in error as the notes were documented in the incorrect insulin pump. Reportable event occurred under insulin pump with serial number (B)(4). Please see manufacture report number 2032227-2014-71646 for correct device information and report.